Event description:
After the mayfield pin placement and pt positioning, the md was attaching the stealth elbow, the md noticed and made a comment that the mayfield was wiggling too much. Upon examination of the whole mayfield frame, the md found that the distal part had a crack and was breaking. The md immediately held the pt's head and called for assistance. While unlocking the mayfield, the device broke into two. Dates of use: (B) (6) 2010 - (B) (6) 2010.